Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported deceased patient due to ketoacidosis. There is no causal relationship between use of infusion set and death. No further information available.